Event description:
Patient reported "pain in breast". Subsequently, patient reported via regulatory agency "intense pain, radiating out toward neck, arm, back, and shoulder blades, feeling of fluid under skin, feeling of muscular tightness, hardening, burning and numb sensation across skin and nipple". Device has been explanted and not replaced. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "feeling of fluid under skin."

Event description:
Patient reported "pain in breast". Subsequently, patient reported via regulatory agency "intense pain, radiating out toward neck, arm, back, and shoulder blades, feeling of fluid under skin, feeling of muscular tightness, hardening, burning and numb sensation across skin and nipple".device has been explanted and not replaced. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: the previous medwatch (2481032) was summited with an incorrect aware date. The correct aware date should be 22/aug/2022.